Event description:
The incident was reported as: a hole was found where the tubing and metal meet at the distal end of the device. Med watch received. No patient injury or intervention reported.

Manufacturer narrative:
Report source- user facility and med watch. Sample device received for evaluation.